Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 in accordance with isi procedures and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation was unable to replicate the reported event, however, was able to confirm via system error logs. The unit was tested on an in-house system with multiple sterile adapters and instruments with no recognition or engagement issues. The unit passed normal mode. The unit went through more testing on a patient side cart (psc) fixture test platform and passed the required tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an issue occurred with universal surgical manipulator (usm) 3. By the end of the procedure, after extracting an instrument on usm3, it began blinking amber and the customer was not able to re-install any other instruments on that usm. Before calling intuitive surgical, inc. (Isi) technical support they replaced the drape and rebooted the system several times with no success. The customer finished the surgery with only 3 usms. An isi technical support engineer (tse) asked customer to power the system back on for quick troubleshooting. The tse found several 31009 errors pointing to an instrument sensor missing on usm 3. Tse asked caller to push and release every instrument sensing pins. Caller confirmed the four sensor pins are present but one of them looks to be in a deeper position than the others. Tse asked to try to release that precise pin, but caller stated that it does not look stuck, but it does not move like the others. The procedure was completed with no reported injury.